Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed the plunger was out of the handle and the anterior mandrel attached to a link was attached to a piece of suture. The suture was not returned. The foot lever was activated deploying the foot without anomaly. There was no damage to the foot. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose at device after an interventional procedure, using a 6f sheath. Reportedly, the foot plate would not retract. The device was manipulated, the lever was worked multiple times and footplate retracted. The suture was removed. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was a clinically significant delay, of less than thirty minutes in the procedure or therapy. The physician is reportedly trained in the use of the perclose at device. No additional information was provided.